Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, after the reboot, the station displayed a black screen with a blue password prompt and was requesting a password. The customer did not have the necessary login information to access the machine. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device requested for password in black screen with blue box when the device was rebooted. The field service engineer (fse) found device with black screen requested for password. The fse reseated the sata cable and reimaged the hard drive, but the issue remained. The engineer replaced the all in one (aio), performed a reimage and data synchronization, launched eset from the laptop, set the time and date, enabled auto launch for the application, and restarted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.